Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted kinked internal tubing. The tubing was replaced.

Event description:
The hospital reported that suction was not functioning as expected. There was no report of patient involvement.